Event description:
Reporter states that he has been a fan of CPAP machines since 1996 because he believes in them and can only sleep well with one on. However, according to the reporter, the industry and FDA are not paying attention to the integrity of this product. The machine emits a very strong odor due to its plastic off-gas material which according to reporter explains why no one likes to stay on the machine for too long. Reporter states that he started experiencing this odor years back and drew the supplier's attention to it and a new machine was immediately sent to him but with the same issue. According to reporter, breathing needs fumes but the fumes should not be one that jeopardizes the health of the user. Reporter is concerned as to why the manufacturer of this machine is not warning the public about this off-gassing issue. To the reporter such failure is detrimental to the lives of the users. Reporter is therefore urging FDA for public safety reasons and the fact that it is aware of this issue with resmed's machines, to effectively address this valid concern.